Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: tubing popped off from spike.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: tubing popped off from spike.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jan-2023. H6: investigation summary: a used 47177e sample was received and investigated by our quality team. The separation between drip chamber and tubing was immediately noticed and the complaint was verified. After microscope analyses, the tubing was determined to have a lack of solvent that was applied during the production of the set. This is the root cause of the separation. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the 47177e device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. A device history record review for model 47177e lot number 22069594 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.